Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was noted that the hemostasis valve was loose, and air ingress was observed. Manual pressure was applied to the valve, but air ingress persisted. The introducer was removed, and a new introducer was used to complete the implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial introducer was returned and analyzed, the analysis indicated that the proximal seal of the delivery system introducer was damaged. Blood was observed on the delivery system introducer distal seal. Visual analysis of the introducer indicated damage during use. The analyst noted that the delivery system introducer sheath is kinked at 6cm, 21cm, and 43cm from the distal end of the introducer sheath. The analyst noted a partial micra introducer was returned without the dilator. The distal end of the sheath is damaged. There is blood in the flush tube on the side port assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial micra introducer was returned and analyzed. No anomalies were found. Blood was observed on the delivery system introducer distal seal. The sheath of the delivery system was kinked. Visual analysis of the lead indicated damage during use. The analyst noted that the introducer was received without the dilator and syringe. The leak test was performed and no leaks were observed. If information is provided in the future, a supplemental report will be issued.